Event description:
It was reported that there was intermittent telemetry between the programmer and the radiofrequency programmer head. The head was not changed out and both the programmer and the programmer head were returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w programmer; (B)(4).